Event description:
A nurse reported difficulty aspirating, metrics did not work, and the parameters did not appear during a procedure. The procedure was completed with no delay or impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).